Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a white foreign material found in the air/water tube, air/water cylinder, and jet tube. Additionally, due to a crack, the light guide lens had remains of process foreign material inside. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additionally, no was selected for d8 (was this device serviced by a third party?), the device manufacturer date was added to h4, the h6 coding was updated and the following correction was made: e1 (establishment name:) was added as this information was inadvertently omitted in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to leakage from the scope connector cover unit identified during evaluation, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. The event can be detected/prevented by the following instructions: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.